Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (vaginal hysterectomy with salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for: abdominal pain, pelvic pain, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure devices in good position (cont.). Results of confirm. Test: bilateral occlusion. Diagnostic results: hysterosalpingogram (cont.) - on (B)(6) 2008: complete occlusion of both right and left fallopian tubes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: abdominal pain, menorrhagia added. New reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: depo-provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with left salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure devices in good position (cont.) Hysterosalpingogram (cont.) - on (B)(6) 2008: complete occlusion of both right and left fallopian tubes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporters (healthcare facilities); plaintiff¿s demographic data; historical drug (depo-provera); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure insertion date update ((B)(6) 2008 ¿ model updated to ess305); essure removal date ((B)(6) 2015); exam (hysterosalpingogram); and essure removal method (laparoscopic-assisted vaginal hysterectomy with left salpingo-oophorectomy and cystoscopy) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('cholecystectomy') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2003. Previously administered products included for an unreported indication: depo-provera in 2008. Concomitant products included lisinopril since 2003. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced cervix inflammation ("cervix with mild chronic inflammation") and adnexa uteri cyst ("left fallopian tube with benign paratubal serous cysts"), 6 years 3 months after insertion of essure. In (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), norethisterone acetate (aygestin) and surgery (cholecystectomy and vaginal hysterectomy with salpingectomy(bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, cervix inflammation, adnexa uteri cyst and cholecystectomy outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, adnexa uteri cyst, cervix inflammation, cholecystectomy, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: abdominal pain, pelvic pain, menorrhagia, vaginal hemorrhage, cervix inflammation, benign paratubal serous cysts, dysmenorrhea. Birth control prescribed for the heavy bleeding did not help. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion/ complete occlusion of both right and left fallopian tubes. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet received: new events added: vaginal hemorrhage, cervix inflammation, paratubal cyst, dysmenorrhea, cholecystectomy. Reporter, medical history, concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2003. Previously administered products included for an unreported indication: depo-provera in 2008. Concomitant products included lisinopril since 2003. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced cervix inflammation ("cervix with mild chronic inflammation") and adnexa uteri cyst ("left fallopian tube with benign paratubal serous cysts"), 6 years 3 months after insertion of essure. In (B)(6) 2015, the patient underwent cholecystectomy ("cholecystectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), norethisterone acetate (aygestin) and surgery (cholecystectomy and vaginal hysterectomy with salpingectomy(bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cholecystectomy, abdominal pain, cervix inflammation and adnexa uteri cyst outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, adnexa uteri cyst, cervix inflammation, cholecystectomy, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: abdominal pain, pelvic pain, menorrhagia, vaginal hemorrhage, cervix inflammation, benign paratubal serous cysts, dysmenorrhea. Birth control prescribed for the heavy bleeding did not help. State of implant was ga. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion/ complete occlusion of both right and left fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.